Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. In (B)(6) 2012 the patient presented with unstable angina and cardiac catheterization was recommended. The 90% stenosed and 14 mm long target lesion was located in the distal left anterior descending artery with a reference vessel diameter of 2.2 mm. The target lesion was treated with pre-dilation and placement of a 2.25 x 16 mm (B)(4) study stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2012 the patient presented with chest pain radiating to the neck and jaw. Electrocardiogram indicated normal sinus rhythm with possible ischemic changes. Cardiac enzymes were found to be elevated and the patient was diagnosed with non-st elevation myocardial infarction and hospitalized on the same day. Cardiac catheterization was recommended to evaluate the patient's known multi vessel disease. Due to poor long-term prognosis (pancreatic cancer with active chemotherapy) and history of recurrent thrombocytopenia (increased risk of bleeding) it was decided that the patient was not a candidate for coronary artery bypass graft and medical management of coronary artery disease was recommended. Admission hemoglobin level was 7.7 g/dl (reference range: 13.2 - 17.5 g/dl). For this reason, heparin was not immediately started; gi and hematology consultations were recommended. Stool occult blood test was negative for 2 days. CT scan showed small thrombotic pulmonary embolism for which IV heparin was administered. The event severe anemia was considered not recovered/not resolved at the time of reporting. Ten days later the events of with non-st elevation myocardial infarction and pulmonary embolism were considered to be resolved without residual effects and the patient was discharged on aspirin and lovenox injections.